Manufacturer narrative:
(B)(4). Device not returned.

Event description:
Quarterly summary report for alleged usb cable issues: it was reported that the usb cable was not charging, charging intermittently, or damaged which prevented charging. The issue was addressed by reverting to another usb cable. There was no adverse effect.